Event description:
Upon deployment of the superior attachment system there appeared to be significant twist in the trunk. Contralateral and ipsilateral limbs were deployed without problems. Final angiogram showed that there was too much twist in the trunk. The decision was made to open the pt to correct the twist. The graft was cut in half and sewn back together.